Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient experienced high ketones and a blood glucose (bg) exceeding 500mg/dl, while wearing the pod between 36 and 48 hours on the thigh. It was believed that the pod was not delivering insulin, therefore, patient visited the emergency room. An official diagnosis of bronchitis was made, pod was removed, and patient was administered manual delivery of insulin. Bronchitis was treated via a prescription of benzonatate (ordered to administer shots 2 times daily for 5 days) and an unknown antibiotic. It should be known that physicians at hospital advised bronchitis "could" have caused the elevation in bg levels. Patient was kept in hospital for 24 hours and released. Once home, a new pod was applied.